Manufacturer narrative:
The investigation into the case start issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs revealed that the case start procedure was attempted a few days before the reported complaint date, but the console would not detect a pump at the screen which prompts for pump connection. The console was tested thoroughly on an engineering bench. The failure mode was not reproduced as there were no issues properly detecting the pump in between power cycles. This is a pattern failure mode called the epm crystal issue, which affects the ability of the impellatronic¿s epm circuitry to detect the pump. Software release 8.3 had brought the feature to reset the epm circuitry, which was intended to be a solution for this issue. However, even with a reset of the (epm) circuitry, the console still had issues detecting the pump. The root cause of the issues properly detecting the pump was due to the impellatronic¿s epm crystal issue. The cause of the failure of the pump detection mechanism was an issue with the crystal of the epm on the impellatronic board. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) when setting up for a case start the surgeon was unable to insert the pump cable into the console pump connector. A loaner was sent to the customer. There was no patient harm reported.